Event description:
The customer reported the fluoroscopic image was intermittently dark and non-diagnostic. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The systems interface pcb and right monitor fan were evaluated and replaced. The associated software and calibrations were also reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.